Event description:
This was a routine embolization for a nose bleed. Pt is a smoker and alcoholic. Performed a distal facial embolization, embolizing the right and left internal maxillary arteries. The right side had active bleeding. There were no complications angiographically, and the blood flow is the nasal vault had stopped. Internal maxillary was still flowing. Typical pt care was given per procedure. In the following day, packs were removed from the nose. At 36 hours, there was no recurrence of bleeding and the pt was sent home.